Event description:
Screw was broken during insertion. Surgeon was required to remove broken fragments and insert another implant. It is not known if all of the fragments were retrieved from the joint at this time.